Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: the reported clip opening while locked was not confirmed during returned device analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. It was reported that the mitraclip system was utilized during a tricuspid valve procedure. The intended use section of the mitraclip system instructions for use states: the mitraclip system is intended for reconstruction of the insufficient mitral valve. Based on the information reviewed and returned device analysis, the reported clip opening while locked appears to be due to the reported off-label use of the device. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report that the clip opened while locked. It was reported that this was a mitraclip procedure to treat functional tricuspid regurgitation (tr) with a grade of 4. The clip delivery system (cds) was advanced to the valve and during the third final arm angle assessment, the clip reopened to 60 degrees. After closing the clip and performing the final arm angel assessment the clip reopen to 60 degrees again. The cds was removed and the procedure aborted with the tr remaining at 4. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.